Event description:
Customer was asleep with his CPAP machine on, and was awakened to flames and "arcing sparks" coming from machine. Customer was able to put out flames and unplug machine with no personal harm or property damage.======================manufacturer response for CPAP machine, s8 compact (per site reporter).======================they would like to retrieve the machine for an investigation.